Event description:
Healthcare professional (hcp) reports six fiber leaks noted by blood in dialysate compartment during pt treatment per month. The hcp also reports 6 cracked venous headers noted during pt treatments. New disposables used to continue the treament without incident. Estimated blood loss = 250cc. All dialyzers were reused prior to the reported event, exact number of times unk. Hcp reports no pt injury or need for medical intervention.